Event description:
A malfunction alarm occurred, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump and provided instructions for further use, advising the customer to call back if the issue recurred. The customer understood the provided guidance and was able to continue using the pump without further issues.